Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude for the patient's rhythm, so a revision was performed and its electrode repositioned. At a later date, there was t-wave oversensing which resulted in a shock been delivered as inappropriate therapy. Subsequently, this s-ICD was explanted and a new transvenous system was implanted. No additional adverse patient effects were reported.